Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission showed that the right atrial (ra) lead exhibited over-sensed noise which resulted in inappropriate mode switch. Programming interventions were made. There were no patient consequences.